Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report no audio output from the receiver that occurred on (B)(6) 2015. At the time of contact, the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for investigation. The device passed exterior visual inspection as well as the manual sound drop test. A review of the receiver data log found no errors related to the incident. Global receiver functional testing resulted in no failures related to the customer complaint. The reported fault could not be reproduced. The customer complaint could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. An interior inspection was performed and the inspection passed. A review of the downloaded receiver log did not find any issues related to the customer complaint. Functional testing and a manual drop test was performed and the tests failed, confirming the reported event of no audio output. The root cause was determined to be a defective speaker.